Event description:
A customer was contacted by beckman coulter (bec) technical support due to "cartridge chemistry cuvette not dry before first reagent dispense" errors generated on the customer's unicel dxc 600i synchron access clinical system and observed by technical support via the remote management system (rms). The customer also informed technical support that many cuvettes were flagged by the instrument as a "dirty cuvette." No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event. The operator wore a lab coat, gloves and goggles while operating the instrument.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found evidence of a large spill upon removal of the reaction wheel ring. Further investigation revealed a reagent bead obstruction of a cuvette wash tower wash/vacuum probe. The fse determined cuvette overflow occurred and the "cartridge chemistry cuvette not dry before first reagent dispense" and "dirty cuvette" errors were generated as a result of the wash/vacuum probe obstruction. The fse replaced the wash/vacuum probe to correct the cuvette overflow and errors. (B)(4).